Event description:
Medical devices manager reported via the competent authority (B)(4) the following, "when surgeon attempted to fit acetabular cup prosthesis, the exeter contemporary flanged cup locating lugs on the reverse of the cup broke off, a second cup was used and this also had the same problem. A third cup from a different batch was then used and was fine." Further information reported to the sales rep that the cement spacers on the back of the cup had come off as it was loaded onto the introducer and they attempted a trial insertion into the patient. The customer reported that the two units from the same batch failed expiring in 2016, though fortunately, they had one more of that size from another batch that was satisfactory."

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s.